Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2016 with the following findings: a review of the pump black box data indicated evidence of short battery life as illustrated with nine counts of voltage drop. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. During testing, the pump sleep current reading was found to be out of specification. The pump case was removed and an intermittent condition was found to the cgm module due to a cold solder connection on the printed circuit board (pcb). Sleep current draw returned to specification when the cgm nodule was unplugged from the pcb.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump had emitted multiple low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.